Manufacturer narrative:
On 06/14/18, it was reported to mentor that device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Product evaluation team discovered a rent measuring approximately 2 cm on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/28/18, it was reported that the patient had experienced postoperational hematoma bilaterally. The patient had unacceptable cosmetic appearance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation procedure with a saline mentor siltex round moderate profile 475 cc breast implant and experienced deflation on the left breast implant. The deflation was diagnosed by doctor¿s exam on (B)(6) 2018. As a result, the patient had undergone removal and replacement with saline mentor siltex round moderate profile 475 cc, catalog number 3542680, serial number (B)(4), lot number 7470953 on the right breast implant and with saline mentor siltex round moderate profile 475cc, catalog number 3542680, serial number (B)(4), lot number 7400048 on (B)(6) 2018.

Manufacturer narrative:
On 04/20/2018, it was reported to mentor that the device history record ( DHR) of lot number 6941964 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 05/03/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).